Event description:
Customer reported the tube was arcing and system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and and regreased the candlestick connectors and performed a filament calibration. System operates as intended.